Event description:
On august 16, 2006, the lay user/patient contacted lifescan (lfs) alleging the one touch induo meter was giving the error 2 message. On august 21, 2006, the medical affairs specialist (mas) spoke with the patient's wife to obtain and verify information. On august 23, 2006, the mas also spoke with the patient to obtain information. In 2006, the patient noted the reported meter had given the error message error 2 twice during that day; he was unable to obtain a blood glucose reading. The error 2 error message had been occurring for two days. In the afternoon, prior to event date, the patient experienced the symptoms of vomiting and severe abdominal pain. The patient's wife took him to the emergency room, where at 6:20 pm, the patient's blood glucose level was tested to be in the 300's mg/dl. The patient was treated with insulin, and admitted to the hospital with a diagnosis of diabetic ketoacidosis (dka). The patient takes 10 units novolin insulin daily, and humalog insulin on a sliding scale based on meter readings. Prior to the event, the patient had been ill, not eating properly and his meals schedule had been very erratic. On the days prior to the event, the patient's blood glucose readings were as expected; the patient was unable to provide specific results. The patient's expected before-meal readings are between 100 mg/dl and 150 mg/dl. The patient tests his blood glucose level four times per day. The customer care advocate (cca) determined during the troubleshooting telephone call that the patient's testing technique was correct and the test strips were in good condition. The error message issue was not resolved with troubleshooting. The meter, test strips and control solution were replaced. The patient had been unable to test his blood glucose level for two days due to the error message on the reported meter. He became hyperglycemic and required emergency medical attention and hospitalization with a diagnosis of dka. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or stirps do not pass inspection, lifescan will inform FDA of the results in a supplemental report.